Manufacturer narrative:
(B)(4) - the lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of (B)(4) confirmed the reported pump thrombosis. The vad was returned assembled with the driveline cut approximately 4.5¿ from the pump housing and the remainder of the driveline was not returned. The sealed inflow conduit and outflow elbow were returned attached to their respective pump ports. The sealed outflow graft and sealed outflow graft bend relief were returned detached from the pump outlet port. A tissue-like deposition was present between two of the rotor vanes on the inlet portion of the rotor. The deposition showed evidence of laminated layering and areas of denaturation; however, it did not appear to have originated in this location, indicating that it was present during pump operation but may have formed elsewhere. A non-laminated tissue-like deposition was present in the proximal side of the outlet stator, surrounding the outlet bearing ball. The deposition did not appear to have originated in this location; however, its specific origins cannot be determined. Evidence of denaturation indicates that the deposition was present during pump operation; however, a duration in which it was present in the pump cannot be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions per document (B)(4) revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a suspected thrombosed pump. The patient received a pump exchange to a different manufacturer''s device. The hospital reported the patient did not do well after the pump exchange and he expired of multisystem organ failure on (B)(6) 2015.